Event description:
It was reported that the patient presented in clinic experiencing presyncopy. It was noted that the atrial lead exhibited noise. The noise was reproducible with isometrics. It was further noted that the sensing threshold was increased. There were no other electrical anomalies. No intervention was performed. The patient would continue to be monitored via merlin.net.